Event description:
It was reported that customer experienced cgm error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not experience repeat cgm error after reset, and successfully started new sensor session, with no additional information received regarding further outcome.